Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose of 453 mg/dl. Customer was sent emergency supplies and she stated she thinks that changing the type of infusion set is helping. Nothing further reported.